Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the set screw and a damaged seal plug or a slightly loose set screw. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an inappropriate untreated episode due to t-wave oversensing. Technical services discussed a possible set screw or seal plug anomaly. Troubleshooting was discussed along with reprogramming the sensing vector. No adverse patient effects were reported.